Event description:
The sales representative spoke with the surgeon and the surgeon's technique caused the capsule tear. The surgeon stated there was no product malfunction.

Event description:
The facility noted loss of posterior capsule and was unable to implant a 3-piece silicone lens model aq2017v. At this time, no further info has been forthcoming from the facility.